Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by abdominal pain. The breach was described as "due to procedural problem". One day after the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with modacin (intraperitoneal, dose, frequency and duration not reported) and vancomycin (route, dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.